Manufacturer narrative:
Initial reporter address 1: (B)(6). (B)(4). Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned with the device. It was also noted that no clip wings were inside of the capsule windows, indicating that no activations had been performed. Microscope examination was performed, and no other visual damages observed. Functional evaluation was performed; the device was able to open and close and the clip released from the catheter successfully. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s), or any defect, which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.